Event description:
It was reported that there were concerns of premature battery depletion (pbd) of this device and battery depletion alert. Boston scientific technical services (ts) confirmed that this appears consistent with capacitor degradation due to hydrogen gas content in the sealed pg atmosphere. The device is malfunctioning and should be explanted and returned for analysis. Device remains in-service. No additional adverse patient effects have been reported.

Event description:
It was reported that there were concerns of premature battery depletion (pbd) of this device. Device also displayed battery depletion (bd) alert message. Boston scientific technical services (ts) confirmed that this appears consistent with capacitor degradation due to hydrogen gas content in the sealed pg atmosphere, bd behavior. The device is malfunctioning and should be explanted and returned for analysis. Device remains in-service. No additional adverse patient effects have been reported. Subsequently, additional information was received indicating device was explanted and replaced. No additional adverse patient effects were reported.